Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. Device had cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that he experienced low blood glucose of 39 mg/dl which she treated with food. The drive support cap is normal. Last set change was on the morning of the call and customer was disconnected during the rewind/prime sequence. Blood glucose at the time of the call was 53 mg/dl, he took a glucose tablet and it went up to 81 mg/dl. The customer also reported the insulin pump alarmed button error. Blood glucose at the time of the alarm is unknown. She was unsure if a button was pressed for 3 minutes or longer and she was unable to clear the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.